Manufacturer narrative:
Image review was completed by an edwards proctor. Upon review of the procedural cine images it was observed the bav was good and no pvl was seen with injection, with the first valve seen across the annulus the distal balloon marker was not at level of valve per the IFU, movement of the delivery system was seen while inflation of the first valve, the first valve was deployed too ventricular and severe pvl was seen, a second valve was deployed in a good position with no pvl seen. A procedural echo was received for review, however, the images were poor. Impressions: no images were provided of the valve alignment. The first valve was not correctly positioned between the markers on balloon as per the IFU. Movement was seen on the delivery system while the first valve was being deployed (either patient, operator, or balloon). The valve was deployed too ventricular and severe pvl was seen. A second valve was within the markers and deployed well, with no movement seen. The report of ¿leaflet not moving¿ was unable to be seen due to poor echo images. It may be related to the wire across the valve. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, as seen on image review, the delivery system moving during valve deployment likely contributed to the too ventricular valve placement and resulting pvl. The cause for the leaflet motion restricted in patient could not be confirmed, however, may be related to the wire placement across the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 23mm sapien 3 valve, the valve was landed ¿too high in a 50:50¿ aortic/ventricular position, resulting in aortic insufficiency iii. There was a leaflet observed to be not moving, and it was assumed to be a defective leaflet. Therefore, a second valve was successfully implanted.